Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 1 and 4 hours on the infusion site (hip/buttocks). As treatment, no treatment information was provided.

Manufacturer narrative:
Inspection of the device found corrosion on the bottom battery and the mechanism rail. Initial attempts to download the data from the pod were unsuccessful as all three battery voltages were measured to be lower than expected. The device was connected to an external power source; however the pod data could not be retrieved. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. This internal leak contributed to the corrosion observed and low battery voltages. Without the pod data, it could not be determined if the pod generated a hazard alarm, and the exact cause of the reported hazard alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.5 cloud - smartphone operating system 18.2 cloud - smartphone hardware iphone13.2 cloud - cgm sensor type. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.